Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (resetting) was confirmed. Upon evaluation, the u13 8-bit cmos flash micro-controller was corrupted. The cause of the resets is the corrupted u13 component. The root cause of the corrupted component cannot be positively identified. No adverse event resulted from the corrupted component.

Event description:
A us distributor returned a charger/modem indicating that it was resetting.